Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the physicians are not satisfied with the ds needle. They complained that the thread detaches from the needle too easily and that the needle is too blunt.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 2 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. The rotation test performed on the 2 closed samples received confirmed that the units are compliant with the specified requirements. Needle attachment strength results conducted on the closed samples received are 1.48 kgf in average and 1.38 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). These values are in the usual range for this thread and size. As no further samples have been received, the needle penetration performance test cannot be conducted. Needle penetration performance result (average 1st penetration) of needles raw material batches used in this product during production were 0.427 n and 0.422 n and fulfilled the specification (<0.480 n). As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause for needle detachment defect because the closed samples received comply usp/ep and b. Braun surgical requirements. It has not been possible to determine the root cause for needle blunt defect because only 2 closed samples have been received and were used for needle attachment strength test. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications regarding needle detachment defect, we take note of this incidence in order to assess if new or additional actions are needed. Without more closed samples an analysis cannot be performed for needle blunt defect. Nevertheless, we take note of this incidence and if more closed samples are received in the future, we will re-open the case and analyse it. The case is considered not confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.